Event description:
It was reported that while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml contamination and a physical defect results were observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " the volume of broth was less than standard in some tubes. Few tubes were found to be contaminated."

Manufacturer narrative:
H6: investigation summary material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 0260581 was satisfactory per internal procedures. Formulation, filling, autoclaving, and packaging processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures and checks for torque confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and two other complaints have been taken for fill volume and three other contamination complaints. One other complaint has been taken on this batch for loose caps. Retention samples from batch 0260581 (100 tubes) were available for inspection. No cap, media, or tube defects were observed in 100/100 retention tubes. No empty tubes were observed in 100/100 retention samples. For investigation, a total of ten uninoculated retention tubes were incubated for seven days. Five tubes were placed in the 33 to 37 degree c incubator and five tubes were placed in the 20 to 25 degree c incubator. No microbial growth or turbidity of the media was seen in 10/10 incubated retention tubes at seven days incubation, and under uv light the incubated tubes did not show any increased fluorescence to indicate microbial growth. Four photos were received to assist with the investigation: the photo shows one tube from batch 0260581. The fill volume in the tube appears lower than expected. There also appears to be white specs on the tube towards the bottom of the tube. The second photo does shows two tubes from batch 0260581. The tube on the left appear to have a black contaminate (possibly mold) towards the sensor in the tube. The tube on the right the fill volume does appear to be lower than expected. The third photo shows two tubes from batch 0260581. The tube on the left there does appear to be a black contaminate (possibly mold) towards the sensor in the tube. The tube on the right, the fill volume does appear to be lower than expected. (This is the same tube as the second photo.) The fourth photo shows a partial tube from batch 0260581. The cap on this photo cannot be seen the media does appear lower than expected and there is a large black mass (possibly mold) towards the sensor of the tube. The media appear is also a darker color than the expected color. No returns were received to assist with the investigation. The complaint can be confirmed for low fill volume based on the photos provided. The complaint cannot be confirmed for loose caps based on the photos provided. The complaint can be confirmed for contamination based on the photos provided. A trend has been identified for any defects, therefore, there are no actions planned at this time. Bd will continue to trend complaints for low fill volume, packaging, and contamination. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default .(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml contamination and a physical defect results were observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " the volume of broth was less than standard in some tubes. Few tubes were found to be contaminated."